Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted. The clamshell showed that it had been used. The shell was reset and the pmv handle properly recognized the shell and showed the device was ready for use. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all manufacturer's quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lapg procedure. During the stomach resection, the firing was stopped on the halfway and the knife returned on its own. The surgeon cut the leftover buttress material. The case was completed using a new handle. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a lapg procedure. During the stomach resection, the firing was stopped on the halfway and the knife returned on its own. The surgeon cut the leftover buttress material. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.